Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705600, continuum tm cup, 62709635; 00875700001, dome hole plug single pack, 63713196; 51-114100, tprlc 133 type1 bm ho 10.0, 3943781; 650-0842, 36mm cocr biomet fem hd +3 nk, 3945354. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip has been revised approximately five months post implantation due to dislocation and instability. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.